Manufacturer narrative:
The pod was received with the soft cannula deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages, tears, or leaks were observed that would cause a leak during wear. A portion of the exposed soft cannula was observed to be flattened. It can not be determined when or how this damage occurred.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 362 mg/dl, while wearing the pod on the hip/buttocks area between 4 and 24 hours. A new pod was applied as treatment.